Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient first began experiencing the loss of therapy on approximately(B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 395 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy, spinal cord injury/spinal cord disease, and intractable spasticity. On (B)(6) 2018 it was reported that the patient had a loss of therapy that began on an unknown date. On (B)(6) 2018, the physician attempted a cap (catheter access port) dye study and was unable to aspirate from the cap. Today, the patient had a catheter revision and when the physician opened the pocket he noticed there was scar tissue around the pump sutureless connector. The physician revised the connection and was able to easily aspirate freely from the cap. The physician did not have to replace the pump connector. The pump dose was decreased to 300 mcg/day following the procedure. No further complications have been reported as a result of this event.